Event description:
It was reported that patient is suffering minor pain and stiffness. Patient feels that she doesn't have complete motion as she did before.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.